Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air bubble in the reservoir. Blood glucose level at the time of the incident was 85 mg/dl. The customer reported that he had mixed cold and warm insulin. During troubleshooting, the customer was able to remove the air bubble. The reservoir was not replaced or returned for analysis.